Manufacturer narrative:
The astral device was received by resmed and an evaluation was performed. Performance testing could neither reproduce nor confirm the reported power source detection issue. An investigation determined that there was no fault found with the returned device. The device was performing to specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.